Event description:
During preparation of doxorubicin the phaseal protector p55 leaked at the port junction with the phaseal injector and in the sealed expansion chamber. FDA safety report ID # (B)(4).